Event description:
The customer reported that the pod fill and placement were good, but that he wasn't sure if the cannula was properly inserted. The customer attempted a bolus and noticed that insulin was leaking from the cannula. The customer blood glucose was 338 mg/dl. The pod was worn for less than an hour.

Manufacturer narrative:
The device was not returned for eval. The customer reported that the cannula was not properly inserted at the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product met all acceptance criteria.